Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: since no product is returned, evaluation is based on the description solely. According to the description "the physician encountered strong resistance when inserting the sheath due to the severe tortuosity in the superior vena cava." Based on this information the root cause for the kink is most likely excessive force during advancement of the sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance it through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein. There was severe tortuosity in the superior vena cava. The physician encountered strong resistance when inserting the sheath due to the severe tortuosity in the superior vena cava. Though the filter introducer was advanced into the sheath, it could not be manipulated as intended due to the kink in the sheath. Then, whole system as removed from the patient. Another gunther tulip filter was used instead and the procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient reported.